Event description:
It was reported that a patient had a fractured lead that appeared to be at electrode two. The lead was explanted and the system was being replaced. The new lead and battery were placed and the lead was getting four out of four active electrodes. No patient symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3889-28, lot# va053wy, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).